Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that screw (iuniht) fractured. Fractured screw piece was removed. No additional surgical/ medical intervention was required to resolve this issue. Tooth location 20.

Manufacturer narrative:
One certain® titanium large hexed screw (ilrght) was returned for investigation. Visual evaluation of the as returned product identified signs of wear at the drive feature, and fracture across the threads. No pre-existing conditions were noted on the per. The reported product was located on tooth #(B)(6) and used for approximately 1 year. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ilrght dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (ilrght). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
Additional information received during device investigation confirmed that fractured screw received as ilrght.